Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: device history lot part # 314.23, synthes lot # a4gd264, supplier lot # na, release to warehouse date: 01 may 1997, manufactured by synthes exton, no ncr's were generated during production. Device history batch null, device history review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. H3, h6: investigation summary product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the tip of a cannulated hexagonal screwdriver shaft broke off into two pieces while inserting a cannulated screw during a hip fracture procedure. Fragments generated were removed easily without additional intervention. There was a surgical delay of three (3) minutes. Procedure was completed successfully. There was no patient consequence. Concomitant device reported: unknown cannulated screw (part # unknown, lot # unknown, quantity 1).   This complaint involves one (1) device. This report is 1 of 1 for (B)(4).